Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate 3 system controller, serial number: (B)(6), was not returned for further analysis. Data from the reported event dates 23jul2025-24jul2025 was reviewed from the system controller log files and no issues were found. The reported event could not be correlated to an issue with the system controller. The device history record for the heartmate 3 system controller (serial number (B)(6) with shop orders were reviewed. No deviations from manufacturing or qa specifications were shown from the heartmate 3 system controller. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), document, rev. D and the heartmate 3 patient handbook, document, rev. A are currently available online. The heartmate 3 lvas IFU (doc, rev. D) section 8 entitled ¿equipment storage and care¿ and the heartmate 3 patient handbook (doc, rev. A) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment like the system controller for proper use. The heartmate 3 patient handbook (doc, rev. A) cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's log files were submitted for review due to 0.0 flow. The system controller was exchanged. Following review of the submitted log files, it appeared that the event log file captured low flow alarm events on (B)(6) 2025. There were also several momentary low flow events recorded. It appeared that the external mechanical circulatory support (mcs) equipment was not the cause of the event. Additional log files were submitted following the system controller exchange. The left ventricular assist device (lvad) event log file data captured significant increased rotor displacement values during the times of the low flow events on the previous system controller. Since the system controller exchange, the rotor displacement vales returned to their previous values. It appeared from the data that there may have been an obstruction within the blood flow path. It was later reported that the patient was not experiencing hypovolemia or hypertension, but experienced syncope at the time of the low flows. The patient's vital signs and labs were within normal limits. The cause of the low flow alarms was not identified; however the system controller exchange resolved the low flows. The patient underwent a pump exchange.